Event description:
Information was received based on review of a journal article titled, "the oxford medial unicompartmental arthroplasty" which aimed to report the ten-year survival of knees with anteromedial osteoarthritis and normal acls treated by unicompartmental replacement using the oxford prosthesis, manufactured at biomet. It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date 12.5 years following the initial procedure due pain. All components were removed and replaced with a total knee.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6). This information was originally reported on 1825034-2015-02956 which referenced a journal article written on a study that this patient took part in.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Revision due to unexplained pain